Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿bad image¿. Due to damage on charge coupled device unit, the image disappeared during angulation in right/left directions. Due to corrosion on video plug, e216 error occurred. Additionally, it was noted that due to a dent on distal end, water tightness was lost. The bending section cover had a scratch and the adhesive had a chip. Video connector had a crack and was deformed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Light guide cover glass and switch had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a bad image. The intended procedure was a surgical procedure. There was a temporary interruption of surgery due to poor/ defective image. The procedure was completed with a similar device. Pre-use check was performed. Gas sterilization was performed after cleaning and disinfection. The device was returned and an evaluation at the repair center revealed, the image disappeared during angulation in the right/left direction and the device displayed an e216 (no image) scope communication error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image loss during angulation issue could not be determined, however, it is likely the issue was the result of damage to the image sensor (disconnection of the charged-coupled device (ccd) cable, etc.) Due to external factors. Additionally, the root cause of the observed e216 image error could not be determined, however, it is probable that the system detected an abnormality due to the occurrence of the image loss during angulation issue. The event may be detected/reduced by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities.¿. Olympus will continue to monitor field performance for this device.